Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The viperwire guide wire and orbital atherectomy device (oad) were advanced to a lesion in the mid left anterior descending artery. The wire was inadvertently placed farther distal to the lesion than intended. Treatment was performed on high speed, and there was suspicion that the guide wire fractured. The physician attempted to pull the oad back for imaging, but the oad was no longer on the guide wire; glideassist was ineffective due to lack of wire support. The oad stopped spinning. The physician hypothesized that the wire was pulled backward into the oad driveshaft while glide assist was in use since the spring tip was not present. At that time, wire fracture was confirmed, and the oad and wire were removed together. The fragment was abandoned as the physician did not think it would cause any serious issues if left in vivo. The procedure was continued with a second oad and wire. The patient was in good condition following the procedure.

Manufacturer narrative:
Device analysis conclusion: the wire was received at csi for analysis. Visual examination revealed a fracture at the distal end of the core wire shaft. The fractured guide wire section was sent for scanning electron microscopy analysis. The analysis revealed the guidewire fractured due to tensile forces from being pulled to the point of fracture. There were no radiopaque particles on the driveshaft tip bushing, which indicates that the fracture was probably not caused by the shaft contacting the spring tip. The root cause of the fracture remains undetermined. The oad was also returned and functioned as intended during testing. At the conclusion of the device analysis investigation, the reported wire fracture was confirmed. However, the root cause of the fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).